Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture and the needle unbundled from each other after the fourth or fifth stitch during use. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. It was reported that the device had performance pull off suture needle. It was received for analysis a detached needle and a suture of product code 8635. During visual inspection of the needle, the swage and attachment area were noted to be as expected. The suture was examined along of the strand, a correct insertion mark was observed. In addition, the force used to detach needle from the suture could not be determined. Per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿that during surgery after the 4-5th stitch the suture and the needle unbundled from each other.¿ it was received for analysis an unopened sample of product code 8635, lot mpp829. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.